Event description:
It was reported the high impedances of greater than 10,000 ohms were measured during surgery when the lead was placed in the epidural space. Each time the lead was moved down half a vertebrae, high impedances above 10,000 ohms were measured on different contacts. The lead was removed and a new lead was tried, but the same issue occurred. Stimulation was tried during implant and the patient felt a burning sensation in their back rather than paresthesia. During the attempt to implant the leads, there was a small bleed from the epidural space so the healthcare professional (hcp) decided not to continue. The patient was okay and they were exploring the option of maybe implanting a surgical lead.

Manufacturer narrative:
Analysis of the lead (lot #0208757444) found no anomaly. Analysis of the lead (lot #0208777909) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 3878-60, lot# 0208757444, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3878-60, lot# 0208777909, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.